Event description:
The patient experienced shocking or jolting in the scapula area when stimulation was turned on. The shocking was at the lead-extension connection location. Palpation produced stimulation changes. Current impedance measurements were normal. Device registration system indicates that the implantable system was replaced 6 months after the original complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.